Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one cto catheter was received for evaluation. Upon visual evaluation, sample appeared to have residue throughout and the marker band was present without damage. The distal tip was noted to be detached at the distal end of the catheter and not returned. The inner guidewire lumen was not exposed at the distal end of the catheter. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported detachment as the distal tip was noted to be detached. However, the investigation is inconclusive for the reported guidewire incompatibility as there was no functional testing performed due to the condition of the device. A definitive root cause for the reported detachment and guidewire incompatibility could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, component, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter tip was allegedly not following the guidewire after three minutes of use. It was further reported that the tip and core wire were broken at about three centimeters, but it was attached to the core wire. Reportedly, the catheter was stuck on guidewire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter tip was allegedly not following the guidewire after three minutes of use. It was further reported that the tip and core wire were broken at about three centimeters, but it was attached to the core wire. Reportedly, the catheter was stuck on guidewire. The procedure was completed using another device. There was no reported patient injury.